Manufacturer narrative:
Block h2: additional information: block d4 (lot number) & block b5 (describe event or problem) block h6: imdrf device code a15 captures the reportable event that the clip would not release from the catheter.

Event description:
Note: this report pertains to one of four resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that four resolution clips devices were used during a per oral endoscopic myotomy (poem) procedure for achalasia performed on (B)(6) 2024. During the procedure, according to the surgeon, there were four instances of clip misfire. Three of the clips were only partially disconnected before firing. In the fourth case, the clip did fire, but it would not release from the catheter. This caused the clip to remain attached to the tissue, while the deployment wire would not release from the clip. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on march 6, 2024. The anatomy location was esophagus.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code: a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.

Event description:
Note: this report pertains to one of four resolution clips used in the same patient and procedure. It was reported to boston scientific corporation that four resolution clips devices were used during a per oral endoscopic myotomy (poem) procedure for achalasia performed on (B)(6) 2024. During the procedure, according to the surgeon, there were four instances of clip misfire. Three of the clips were only partially disconnected before firing. In the fourth case, the clip did fire, but it would not release from the catheter. This caused the clip to remain attached to the tissue, while the deployment wire would not release from the clip. The procedure was completed with another resolution clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good faith efforts.